Event description:
On (B)(6) 2020, a 35mm amplatzer pfo occluder was implanted. On (B)(6) 2020, the patient experienced several episodes of new palpitations. Preventice event monitor showed a 45-second episode of atrial fibrillation (afib) and a 21-second episode of atrial flutter within one week, both of which were asymptomatic. The patient's medication regimen was adjusted and was referred to electrophysiologist. The patient received a loop recorder and was reported to be in stable condition.

Manufacturer narrative:
An event of palpitations, atrial fibrillation, and atrial flutter was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 35mm amplatzer pfo occluder was implanted. On (B)(6) 2020, the patient experienced several episodes of palpitations. Preventice event monitor showed a 45-second episode of atrial fibrillation (afib) and a 21-second episode of atrial flutter within one week, both of which were asymptomatic. The patient's medication regimen was adjusted and was referred to electrophysiologist. The patient was reported to be in stable condition. Clinical study patient ID: (B)(6).